Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patent who was implanted with a neurostimulator (ins) for non-malignant pain and other upper quadrant sites. It was reported that patient gets good coverage of her pain. 2 electrodes are >10k but the patient is not programmed on them. There have been no falls or trauma. The event date was unknown. No symptoms were reported and no further complications were reported/anticipated.